Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The cause of the issue was operator handling. The staff member was unwrapping the ise standard low calibrator ampule when his finger was cut. The instructions for use of the calibrator require the use of the ampule immediately. Remaining content must not be stored. Open ampules should not be wrapped as a new ampule is required for every calibration. He was wearing gloves. The staff member did not use gauze or anything else while handling the open ampoule. The injury caused a superficial laceration. The staff member was not adversely affected by this event.

Event description:
A roche staff member alleged their thumb was cut by the opened ampoule of the ise standard low calibrator during an evaluation at the customer's site. Additional details of the event were requested but not provided. Information on which thumb was cut was requested but not provided. Information on what treatments the roche staff member received was requested but not provided.